Event description:
It was reported that the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead had oversensing and noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - initially, the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were ventricular short interval counts equal to 13.8 counts on average per day, in 2.02 days, between (B)(6) 2012 and (B)(6) 2012. Subsequently, the full lead was returned to the manufacturer and analyzed and no anomalies were found. The outer tubing overlay had cosmetic environmental stress cracking (esc) and the outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism and sleeve head. There was tissue on the helix.